Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported that the patient had a promus stent implanted in 2009. The stent was expanded at 15 atm or 20 seconds. A 3.0 x 15 mm and a 3.25 x 8 mm balloon catheter were used to post dilate, then a perforation was noticed. A 3.0 x 19 mm jostent graftmaster stent was advanced to treat the perforation; however, the stent became dislodged requiring a 1.5 x 6 mm balloon to retrieve it outside of the patient. The perforation was treated with a prolonged balloon inflation with a 3.25 x 8 mm powersail balloon. The patient was pain free at this time. Three hours later, the patient was brought back to the cath lab with left arm pain and the promus stent was 100% occluded. The thrombosis was treated with two thrombectomy runs and a 3.0 x 8 mm balloon catheter from another company. The patient is doing fine. No additional even or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.